Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was exiting an in ground pool and touched a metal bar and was shocked by their implantable cardioverter defibrillator (ICD). Follow up was conducted and the nurse stated that there was electromagnetic interference present on the device data and that there was likely something in the pool that was not grounded. The nurse also stated that there were no device malfunctions. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.